Manufacturer narrative:
Pump received with normal operating currents and passed the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarms, unexpected excessive no delivery alarms, motor position encoder error alarm or displacement anomalies noted. The motor was tested outside the device and passed. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window, cracked reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received high blood glucose, no delivery alarm and motor error. The customer's blood glucose was 376 mg/dl at the time of incident. The customer treated with manual injection and bloused with her pump. Troubleshooting was declined for high blood glucose. The customer received no delivery alarm at time of troubleshooting for motor error during filling tubing and was 140 mg/dl when she woke up this morning. Troubleshoot was performed for motor error. Customer reports the drive support cap appears normal. Customer reports an motor position encoder error alarm. Customer was able to complete pump rewind. Troubleshoot was performed for no delivery alarm. The customer was assisted in performing the 5.0 prime test and customer states the insulin did not exit and pump alarmed no delivery. Customer reports insulin does not exit and there is greater than normal resistance with plunger push. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.